Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a previously implanted 3.0x38mm stent in the coronary artery. A 2.50x16mm promus premier¿ stent was advanced through the previously deployed stent however, it was noted that the shaft of the hypotube broke at the mid portion. The stent was still mounted on the stent delivery system (sds) balloon. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis without the proximal part of the hypotube shaft including the hub. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 872mm from the midshaft bond. The proximal part of the hypotube including the hub were not returned for analysis. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a previously implanted 3.0x38mm stent in the coronary artery. A 2.50x16mm promus premier stent was advanced through the previously deployed stent however, it was noted that the shaft of the hypotube broke at the mid portion. The stent was still mounted on the stent delivery system (sds) balloon. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.